Manufacturer narrative:
H3: device evaluation: lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -12.5/4.5/095 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Lens rotation was observed. On (B)(6) 2023 the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
A4-a6:unk. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).